Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving unintended stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and showed no anomalies. The patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted.